Event description:
It was reported that an alert was generated for anti-tachycardia pacing (atp) therapy delivered to convert arrhythmia. Presenting electrogram showed occasional ventricular oversensing of farfield signal from atrial intrinsic beat, resulted in single ventricular fibrillation (vf) intervals. A single burst of atp successfully converted the arrhythmia. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was reported that an alert for right ventricular(rv) intrinsic amplitude out of range was retriggered during interrogation post procedure for a ventricular tachycardia (vt) ablation. Manual and automatic measurements were performed with stable amplitudes and no evidence of undersensing. Review of the stored data identified rare occurrences of 0.5mv amplitude measurements. The previously observed farfield rv oversensing from the atrial channel was determined to be the cause of the out of range r-waves. The physician has elected to monitor the lead and the rv sensitivity remains unchanged. Duration in the vt-1 zone was increased from 10 seconds to 60 seconds. The patient will continue to be followed. The product remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for anti-tachycardia pacing (atp) therapy delivered to convert arrhythmia. Presenting electrogram showed occasional ventricular oversensing of farfield signal from atrial intrinsic beat, resulted in single ventricular fibrillation (vf) intervals. A single burst of atp successfully converted the arrhythmia. The system remains in service and no adverse patient effects were reported.